Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that they received a no delivery alarm. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that she had high blood glucose of 420 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer stated that her last blood glucose reading was 220 mg/dl prior to the call. The customer stated that she was dizzy during the high blood glucose. The customer stated that the alarm was resolved by changing the entire set. The insulin pump will not be returned for analysis.